Event description:
The customer reported that he woke up to bg levels in the 200mg/dl range. Over the course of the day, his levels "fluctuated between the 200's and 300's". No specific issue with the pod was cited. The device will be returned for eval.

Manufacturer narrative:
The pod was received disassembled and discoloration was seen inside the device. Residual fluid and corrosion were found on the battery compartment and on most surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fall. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed no evidence of this failure mode. Lot qualification results were deemed acceptable and the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is add'l mitigation as part of the normal activities of a diabetic.